Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a (B)(6) patient had a ureteric stent and nephrostomy drain inserted. The catheter was insitu for 6 hours when the physician (interventional radiologist) was called in to review the catheter. It was noted that the catheter had become disconnected from the hub with the string still in situ. Urine was leaking from the catheter so the doctor had to clamp the catheter. Subsequently, the patient was taken to radiology where the nephrostomy was removed. It was stated that the drainage catheter had plenty of leeway to allow for patient movement as it was connected to a drainage connector tube and then drainage bag. The patient's condition is unknown.